Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages were consistent with procedural damage.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the right ventricular (rv) lead failed to sense. The rv lead was not used and replaced during the procedure. The patient was stable throughout.